Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The customer's blood glucose reading at the time of the event was unknown, but she stated that she was unconscious. Prior to the event, her security alarm went off, the police came to her home, and they called the paramedics. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also accurate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.